Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn near the down arrow button. The complaint of the under responsive down arrow keypad button was not able to be duplicated during testing. During testing, the contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the grip pad and the pump case seal. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the down arrow button on the keypad was under-responsive to presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.